Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The tse recommended clean the bezel (front housing) and the touch screen. The investigation and service were reported to be completed by the customer, and reported that the bezel (front housing) was replaced. The device passed all tests and calibrations required by the manufacturer. No product or component will be returned for evaluation. Covidien customer support engineer (cse) was unable to verify the reported issue. The database for trending purposes, and will continue to be monitored. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator had logged an error code in the memory that suggested a graphic user interface (gui) touch screen error had occurred. There was no patient involvement.